Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain\pain right pelvic area') and menorrhagia ('abnormal bleeding (menorrhagia)') in a female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain on (B)(6) 2016 and vaginal discharge. Concurrent conditions included amenorrhea since (B)(6) 2016, intrauterine synechiae since (B)(6) 2016, lower abdominal pain since (B)(6) 2016, uterine fibroid since (B)(6) 2016, ovarian cyst since (B)(6) 2016 and endometrial ablation since (B)(6) 2013. Concomitant products included alprazolam from (B)(6) 2013 to (B)(6) 2013, azithromycin, cyclobenzaprine, hydrocodone from (B)(6) 2013 to (B)(6) 2013, methylprednisolone and topiramate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the menorrhagia and dysmenorrhoea had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the coils protruding from the os were within protocol range (2-12): right 5 and left 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: essure device was successfully occluded. On (B)(6) 2013: result: patient who has had an essure procedure, this examination demonstrates complete obstruction of both fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: pfs and medical record received: this case became incident. New events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dysmenorrhea (cramping). Lot number added. Event verbatim was updated as pain/physical pain. Concomitant drugs, reporter information, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain\pain right pelvic area'), uterine perforation ('uterus perforation/ migration'), fallopian tube perforation ('fallopian tubes perforation') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain on (B)(6) 2016, vaginal discharge, left lower quadrant pain and abdominal pain. Concurrent conditions included amenorrhea since (B)(6) 2016, intrauterine synechiae since (B)(6) 2016, lower abdominal pain since (B)(6) 2016, uterine fibroid since (B)(6) 2016, ovarian cyst since (B)(6) 2016, endometrial ablation since (B)(6) 2013, uterine fibroid, cyst ovary and palpitation. Concomitant products included alprazolam from (B)(6) 2013 to (B)(6) 2013, azithromycin, cyclobenzaprine, hydrocodone from (B)(6) 2013 to (B)(6) 2013, methylprednisolone and topiramate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the uterine perforation, fallopian tube perforation, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the coils protruding from the os were within protocol range (2-12): right 5 and left 5. Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: essure device was successfully occluded.; on (B)(6) 2013: result: patient who has had an essure procedure, this examination demonstrates complete obstruction of both fallopian tubes. Lot number:a66679 manufacturing date: 2012-11 expiration date:2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain\pain right pelvic area') and menorrhagia ('abnormal bleeding (menorrhagia)') in a female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain on (B)(6) 2016 and vaginal discharge. Concurrent conditions included amenorrhea since (B)(6) 2016, intrauterine synechiae since (B)(6) 2016, lower abdominal pain since (B)(6) 2016, uterine fibroid since (B)(6) 2016, ovarian cyst since (B)(6) 2016 and endometrial ablation since (B)(6) 2013. Concomitant products included alprazolam from (B)(6) 2013 to (B)(6) 2013, azithromycin, cyclobenzaprine, hydrocodone from (B)(6) 2013 to (B)(6) 2013, methylprednisolone and topiramate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the menorrhagia and dysmenorrhoea had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the coils protruding from the os were within protocol range (2-12): right 5 and left 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: essure device was successfully occluded.; on (B)(6) 2013: result: patient who has had an essure procedure, this examination demonstrates complete obstruction of both fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain\pain right pelvic area'), uterine perforation ('uterus perforation/ migration'), fallopian tube perforation ('fallopian tubes perforation') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain on(B)(6)2016, vaginal discharge, left lower quadrant pain and abdominal pain. Concurrent conditions included amenorrhea since(B)(6)2016, intrauterine synechiae since(B)(6)2016, lower abdominal pain since (B)(6)2016, uterine fibroid since (B)(6)2016, ovarian cyst since (B)(6)2016, endometrial ablation since (B)(6)2013, uterine fibroid, cyst ovary and palpitation. Concomitant products included alprazolam from (B)(6)2013 to (B)(6)2013, azithromycin, cyclobenzaprine, hydrocodone from (B)(6)2013 to (B)(6)2013, methylprednisolone and topiramate. On (B)(6)-2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the uterine perforation, fallopian tube perforation, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the coils protruding from the os were within protocol range (2-12): right 5 and left 5. Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2013: result: essure device was successfully occluded.; on (B)(6)2013: result: patient who has had an essure procedure, this examination demonstrates complete obstruction of both fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received: newly added events- uterine perforation, fallopian tube perforation, outcome of the previously reported event- pelvic pain female, vaginal haemorrhage were updated, reporter was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain\pain right pelvic area'), uterine perforation ('uterus perforation/ migration'), fallopian tube perforation ('fallopian tubes perforation') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain on (B)(6)2016, vaginal discharge, left lower quadrant pain and abdominal pain. Concurrent conditions included amenorrhea since (B)(6)2016, intrauterine synechiae since(B)(6)2016, lower abdominal pain since 6-apr-2016, uterine fibroid since (B)(6)2016, ovarian cyst since (B)(6)2016, endometrial ablation since(B)(6)2013, uterine fibroid, cyst ovary and palpitation. Concomitant products included alprazolam from 26-jul-2013 to 26-aug-2013, azithromycin, cyclobenzaprine, hydrocodone from (B)(6)-2013 to (B)(6)2013, methylprednisolone and topiramate. On (B)(6)2013, the patient had essure inserted. In(B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and ablation). Essure was removed on(B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the uterine perforation, fallopian tube perforation, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the coils protruding from the os were within protocol range (2-12): right 5 and left 5. Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: result: essure device was successfully occluded.; on (B)(6)2013: result: patient who has had an essure procedure, this examination demonstrates complete obstruction of both fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain\pain right pelvic area'), uterine perforation ('uterus perforation/ migration'), fallopian tube perforation ('fallopian tubes perforation') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain on (B)(6) 2016, vaginal discharge, left lower quadrant pain and abdominal pain. Concurrent conditions included amenorrhea since (B)(6) 2016, intrauterine synechiae since (B)(6) 2016, lower abdominal pain since (B)(6)2016, uterine fibroid since (B)(6) 2016, ovarian cyst since (B)(6) 2016, endometrial ablation since (B)(6) 2013, uterine fibroid, cyst ovary and palpitation. Concomitant products included alprazolam from (B)(6) 2013 to (B)(6) 2013, azithromycin, cyclobenzaprine, hydrocodone from (B)(6) 2013 to (B)(6) 2013, methylprednisolone and topiramate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the uterine perforation, fallopian tube perforation, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the coils protruding from the os were within protocol range (2-12): right 5 and left 5. Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: essure device was successfully occluded.; on (B)(6) 2013: result: patient who has had an essure procedure, this examination demonstrates complete obstruction of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- uterine perforation, fallopian tube perforation, outcome of the previously reported event- pelvic pain female, vaginal haemorrhage were updated, reporter was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.